Manufacturer narrative:
The device was later returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
A post mortem examination will be scheduled to determine the cause of death. At this time, it is unknown whether the device will be returned for analysis. Upon interrogation, the device did not indicated any patient arrhythmias at the time of death. This event will be updated once further information becomes available.

Manufacturer narrative:
A preliminary post mortem report indicated the cause of death was an acute myocardial infarction. The full report was requested by a boston scientific field representative, however, no further information is available. The cause of death was determined by autopsy to be myocardial infarction. This is unrelated to our products. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was implanted on (B)(6) 2011. The patient died three days later. The physician believed the patient may have died due to complications of the implant procedure.